Event description:
The iab did not malfunction. A patient had bleeding-severe, a transfusion, surgery was required and the patient had an aortic dissection. It was reported the patient expired but not from iab therapy.